Manufacturer narrative:
Section b3: exact date of event unknown, event occurred after activation in november 2025.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a recurrence of right sided tremors due to insufficient deep brain stimulation therapy. The physician concluded that the lead placement had been suboptimal during the initial implant and found no evidence of device migration. The patient subsequently underwent a revision procedure in which the original lead was removed, and a new lead was placed deeper within the vim. The patient was successfully programmed and did well postoperatively.